Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. On (B)(6) 2016 the patient was admitted to the hospital as part of a pre-planned hospitalization for the bt procedure. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the asthma exacerbation is ongoing. On (B)(6) 2016, while hospitalized for the procedure, the patient experienced pneumonia three days after the procedure. The patient was treated with a non systemic corticosteroid and was discharged on (B)(6) 2016. On (B)(6) 2016, the pneumonia had resolved. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.14; fev1 % predicted: 90.10; fvc: 2.83; fvc % predicted: 101.20. Post-bronchodilator: fev1: 2.30; fev1 % predicted: 96.70; fvc: 2.99; fvc % predicted: 107.10. Additional information received on 14sep2016. The patient was admitted to the hospital as part of a pre-planned hospitalization for the bt procedure on (B)(6) 2016. The patient's asthma exacerbation resolved on (B)(6) 2016. The patient's pneumonia was treated with levofloxacin.

Manufacturer narrative:
(B)(6). Study source: (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient was admitted to the hospital as part of a pre-planned hospitalization for the bt procedure. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the asthma exacerbation is ongoing. On (B)(6) 2016, while hospitalized for the procedure, the patient experienced pneumonia three days after the procedure. The patient was treated with a non systemic corticosteroid and was discharged on (B)(6) 2016. On (B)(6) 2016, the pneumonia had resolved. Baseline spirometry values visit date: (B)(6) 2016 pre-bronchodilator: fev1: 2.14, fev1 % predicted: 90.10, fvc: 2.83, fvc % predicted: 101.20. Post-bronchodilator fev1: 2.30, fev1 % predicted: 96.70, fvc: 2.99, fvc % predicted: 107.10.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. On (B)(6) 2016 the patient was admitted to the hospital as part of a pre-planned hospitalization for the bt procedure. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the asthma exacerbation is ongoing. On (B)(6) 2016, while hospitalized for the procedure, the patient experienced pneumonia three days after the procedure. The patient was treated with a non systemic corticosteroid and was discharged on (B)(6) 2016. On (B)(6) 2016, the pneumonia had resolved. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.14, fev1 % predicted: 90.10, fvc: 2.83, fvc % predicted: 101.20. Post-bronchodilator: fev1: 2.30, fev1 % predicted: 96.70, fvc: 2.99, fvc % predicted: 107.10. Additional information received on 14sep2016. The patient was admitted to the hospital as part of a pre-planned hospitalization for the bt procedure on (B)(6) 2016. The patient's asthma exacerbation resolved on (B)(6) 2016. The patient's pneumonia was treated with levofloxacin.